Event description:
As reported by the user facility: under infusion reported by staff.

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4). The actual device involved in the reported event has not been received for evaluation. The investigation on the device is on-going at this time. A follow up report will be provided after the inspection results are available.